Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 1.5, 1.7, lab: 2.6. Inratio = 1.5; (45 min later) lab = 2.6; (2 hours later). Inratio = 1.7. Therapeutic range: 2.5 - 3.0. Meter not in correct mode when fingerstick performed.